Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
V12 stent was implanted into the celiac artery during a complex evars procedure. V12 was delivered to target lesion and inflated to 8atms nominal. With good result. Balloon was deflated and attempted to withdraw balloon back into sheath. Balloon peeled back and became stuck at sheath distal tip. Complete ensemble of sheath and v12 delivery device were removed in one piece from patient.

Manufacturer narrative:
Investigation: the details provided were the following: v12 stent was implanted into the celiac artery during a complex evar procedure. V12 was delivered to target lesion and inflated to 8atms nominal with good result. Balloon was deflated and attempted to withdraw balloon back into sheath. Balloon peeled back and became stuck at sheath distal tip. Complete ensemble of sheath and v12 delivery device were removed in one piece from patient which are in biohazard bag and available for inspection. No patient injury was reported. Multiple questions were asked to aid in the investigation but none were received. The device in question was returned. Upon opening the returned device the advanta v12 catheter was still inside the 7fr cook introducer sheath. The balloon portion of the catheter was outside the distal end of the introducer sheath. The balloon of the catheter appears to have separated at the junction where the unwelded portion of the balloon neck meets the welded portion of the balloon neck. The catheter shaft itself was intact; however, there were signs of accordioning indicating a large amount of axial force had been applied. There was no indication of a bad weld joint between the catheter shaft and the balloon. The balloon once separated at the proximal end appears to have been pushed upward toward the distal tip of the catheter during the attempt to pull the catheter back through the sheath. The distal tip of the cook 7fr introducer sheath was badly damaged and had become folded over within the inner diameter of the sheath creating an even smaller orifice for the balloon to come back through. After removal of the delivery system from the sheath, the balloon was able to be pulled back into position where the neck of the balloon had separated. To determine if there was a leak or a hole in the balloon the catheter was pressurized and remarkably was able to be brought to a pressure of 8atm. The pressure gradually decreased, as expected, given that the weld area was no longer completely sealed; however, there were no leaks in the remainder of the balloon. There was also fluid able to be seen entering the balloon through each of the two skive holes that are the path that the fluid uses to inflate the balloon. This indicates that the inflation lumens were both patent under the balloon and able to supply and remove inflation fluid. Based on the results of the device evaluation, the complaint is confirmed. A review of the device history records associated with this manufacturing lot of catheter was also conducted. This review was conducted down to the level to where the balloon and catheter shaft are created. The review was not able to identify any anomolies or non-conformance that would have affected the product quality. All quality inspection criteria was met and all performance requirements were also met. The historical review identified that there have been other complaints reported where either the balloon or the catheter shaft had separated at the location of the proximal balloon weld. Many of these cases are associated with CAPA 429004 and were determined to be the result of inadequate deflation of the balloon prior to withdrawal (e.g. Inadequate time allowed, or not visualizing full deflation of the balloon under fluoroscopy). When the balloon is not allowed sufficient time to deflate and the catheter is attempted to be withdrawn back into the introducer the fluid still remaining in the balloon gets pushed into the distal end of the balloon creating a bolus of fluid that acts like a plug at the end of the introducer sheath. If too much force is applied to the catheter, the balloon and/or catheter shaft area beneath the balloon can be separated from the main catheter shaft. Based on the condition of both the balloon and the tip of the sheath it is clear that a large amount of force was imparted during the attempted withdrawal of the device. It is likely that the balloon was not allowed sufficient time to deflate prior to attempting to withdraw the catheter back through the sheath. It is reasonable to conclude that having a bolus of fluid at the distal tip of the balloon is likely to have caused the damage observed on the distal tip of the sheath. Given that this would have decreased the diameter through which the balloon would need to pass, this explains why the balloon would have become ¿stuck¿ in the sheath. If enough force was imparted, it is expected that the balloon or catheter shaft could fail or separate. Alternatively, the sheath could have become damaged during the complex evar procedure, exacerbating any difficulty withdrawing a balloon with any amount of fluid remaining inside. As such, it is likely that this complaint is related to the same root cause as CAPA 429004. An additional contributing factor may be the fact that the device in this case was used off-label in a complex evar procedure with the target being the celiac artery. Therefore, the most likely root causes assigned to this complaint include operational context and user error. As a result of the activities performed under CAPA 429004 and hhe2021005, a field safety corrective action (fsca) 3011175548-02/25/2022-001-c (ous) was implemented in q1 2022 in regards to the component separation failure mode. The corrective action plan involved an initial field safety notification letter, interim supplemental labeling, and an update to the instructions for use. The provided information emphasized the importance of ensuring full deflation of the balloon, including visual verification of full deflation via fluoroscopy before attempting to withdraw the delivery system. The information also included the following caution: ¿caution: do not force withdrawal of the delivery system if resistance is encountered. Forcing withdrawal may result in damage to the delivery system, including separation of the balloon or catheter hub from the delivery catheter. If unable to fully deflate the balloon or resistance is encountered, remove the delivery system and introducer sheath/guiding catheter as one unit.¿ the particular advanta v12 device involved in the above complaint was distributed prior to the initiation of the field correction, and thus was not supplied with the supplemental labeling (implemented 16-mar-2022) or the revised IFU (implemented 09-dec-2022). The distributor of the devices within canada, canadian hospital specialties ltd. Was notified of the fsca, but it is not known if or how the individual hospital was notified. Regardless of the information provided in the fsca, the IFU that was provided with the subject advanta v12 device (aw011498) provided clear information in regard to warning/instruction not to force passage or withdrawal of the catheter if resistance was encountered. In this regard enough force was applied to separate the balloon from the catheter shaft. There is also adequate information in regards to the need for full deflation of the balloon prior to withdrawing the device back through the introducer sheath, as the IFU instructs the user to visually verify full deflation of the balloon via fluoroscopy before proceed to withdrawal. If the balloon is fully deflated, there would be no expected resistance when attempting to withdraw the balloon back through the sheath. A risk review found that the risk management documents for this product adequately address the reported defect and the severity and anticipated occurrence level are appropriate. Complaint escalation determination: escalation is not required for this complaint. There is no indication of any nonconformance or manufacturing problem. The complaint is adequately covered in the risk management file, is operating within the approved risk profile, and no adverse trends have been detected. The complaint is associated with an ongoing CAPA that is still in the implementation phase.

Event description:
N/a